Event description:
As reported, the 5x40 smart flex self-expanding stent is packaging in 2 pockets. The inner pocket was damaged when the nurse opened the box. Once they opened the box, and when the nurse gave the inner box, she saw that there is a tear on the fold. Therefore, there was a sterilization issue to use the product. The procedure was completed with a new smart flex device. There was no reported injury to the patient. There was no damage to the shipping box. There was no damage noted upon receipt of the device. The device was stored in the or arsenal. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 5x40 smart flex self-expanding stent is packaging in 2 pockets. The inner pocket was damaged when the nurse opened the box. Once they opened the box, and when the nurse gave the inner box, she saw that there is a tear on the fold. Therefore, there was a sterilization issue to use the product. The procedure was completed with a new smart flex device. There was no reported injury to the patient. There was no damage to the shipping box. There was no damage noted upon receipt of the device. The device was stored in the or arsenal. The device was not returned for evaluation; however, two images were provided for review. In the first image, the inner sealed pouch and the exterior original packaging box are visible. Both items appear intact, with no noticeable damage or anomalies, though the exterior packaging box is noted to be open. The second picture shows a fold in the inner sealed pouch, although no tear or rupture is present near the fold. Apart from this, no other defects, irregularities or compromised sterility are evident in the attached pictures. A product history record (phr) review of lot 362800 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box compromised sterility¿ was not observed in the images provided for review. It is evident in the image provided that inner pouch is creased and has some folds noted; however, no tears or openings of the inner pouch can be seen. There does not appear to be any breach in sterility based on the images provided for review; therefore, the exact cause of the reported event cannot be determined. According to the instructions for use which is not intended to mitigate risk, ¿prepare the stent delivery system: a. Open the outer box to reveal the pouch containing the stent and delivery catheter. B. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if either the inner or outer pouch is opened or damaged. C. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged, do not use the device.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 5x40 smart flex self-expanding stent is packaging in 2 pockets. The inner pocket was damaged when the nurse opened the box. Once they opened the box, and when the nurse gave the inner box, she saw that there is a tear on the fold. Therefore, there was a sterilization issue to use the product. The procedure was completed with a new smart flex device. There was no reported injury to the patient. There was no damage to the shipping box. There was no damage noted upon receipt of the device. The device was stored in the or arsenal. The device will be returned for evaluation.